Event description:
The display allegedly went blank and the unit was reported as shutdown and then restart while on the pt. The pigtail was allegedly damaged severely at the connector. No report of pt harm occurred. The pt was moved to a backup ventilator.